Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical inc. (Isi) representative reported that the system had repeated 25800 faults. The customer restarted the system; however, the issue persisted. The procedure was completing with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced board to resolve the issue. The system was verified and ready to use. Isi has received the board for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.